Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the suture separated from the needle while stitching. The doctor said the suture broke 3 times. There was no patient injury. There was user involvement and no user injury. There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient cavity. There was no device fragment left in patient's cavity.